Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion. At the last device check in october 2022, the power usage was at 159 percent and today, the power usage is at 183 percent. Data analysis was performed, and boston scientific technical services confirmed that there was an increase in power consumption. Boston scientific technical services recommended device replacement because of this anomaly. The plan is to replace the device at a later time. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion. At the last device check in (B)(6) 2022, the power usage was at 159 percent and today, the power usage is at 183 percent. Data analysis was performed, and boston scientific technical services confirmed that there was an increase in power consumption. Boston scientific technical services recommended device replacement because of this anomaly. The plan is to replace the device at a later time. No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion. At the last device check in october 2022, the power usage was at 159 percent and today, the power usage is at 183 percent. Data analysis was performed, and boston scientific technical services confirmed that there was an increase in power consumption. Boston scientific technical services recommended device replacement because of this anomaly. The plan is to replace the device at a later time. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion. At the last device check in(B)(6) 2022, the power usage was at 159 percent and today, the power usage is at 183 percent. Data analysis was performed, and boston scientific technical services confirmed that there was an increase in power consumption. Boston scientific technical services recommended device replacement because of this anomaly. No adverse patient effects were reported. This device remains in-service.